Event description:
It was reported the pt was not receiving effective stimulation. Surgical intervention was scheduled to add an additional scs lead. Follow-up identified the physician was unable to add the additional scs lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.